Event description:
On (B)(6) 2022, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient was taken to the emergency department with a temperature of 102 degrees. A CT was done which showed a pneumoperitoneum and pneumonia in the patient¿s right upper lobe. The patient was also diagnosed with kidney stones at this time. The patient was treated with zosyn, tramadol and vancomycin. He remained hospitalized until (B)(6) 2022.

Manufacturer narrative:
Reference number (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. (B)(4). Aspiration pneumonia and pneumoperitoneum are known complications of a peg tube/ j-tube placement. Per the instructions for use (IFU): to secure the peg tube, the peg tube should be pulled until elastic resistance is felt, keep under tension, secure fixation plate into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.